Event description:
It was reported that the customer had a low blood glucose level and ended up in the hospital. Customer stated that he took insulin, but then he did not eat. Customer stated that he was admitted a couple months ago. Customer stated that he was planning on eating and got distracted. Customer went outside and by the time he came back inside the house, he passed out. Customer's wife called the paramedics and they took him to the hospital. Customer declined troubleshooting because he stated that it was his own fault. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.